Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the guidewire allegedly got stuck in the blood vessel when pumping it back out, resulting in failure of the port. It was further reported that there was allegedly a difficulty in withdrawing the blood. Furthermore, there was allegedly a bent, which was caused by the withdrawal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port kit was received for evaluation. Visual, functional and dimensional testing were performed. No core wires were protruding the uncoiled portion. Bents were noted on throughout the guidewire. The j-tip guidewire appeared to have slight uncoiling, proximal to the introducer needle level. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. Resistance was not felt. Two electronic photos were provided and reviewed. Therefore, the investigation is confirmed for the reported deformation and identified stretched issues. However, the investigation is inconclusive for the reported difficulty in removal and entrapment issue as no objective evidence were provided. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during a port placement procedure in the right side of the sixth thoracic vertebrae via the right internal jugular vein, the guidewire allegedly got stuck in the blood vessel when pumping it back out, resulting in failure of the port. It was further reported that there was allegedly a difficulty in withdrawing the blood. Furthermore, there was allegedly a bent, which was caused by the withdrawal. The procedure was completed using another device. There was no reported patient injury.